Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting an expired stimulator, not prepping the surface of the skin with antiseptic solution, not irrigating the skin with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not attending the post-op visit have been ruled out as potential causes. However, the patient has been known to be a heavy bleeder. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a heavy bleeder. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a lot of bleeding post operation. The patient was re-bandaged by the clinician and is now doing well.